Event description:
On (B)(6) 2014, 3m espe was informed about an adverse effect that occurred in (B)(6) after the use of the products 3m espe impregum penta and 3m espe permadyne penta l. Three hours after the pt got the dental treatment, she began to suffer from swelling on the lips and the mucosa which got progressively worse. Because of beginning breathing problems the pt sought ambulant help in a hosp. She was treated with cortisone and the symptoms declined and vanished completely after few hours.

Manufacturer narrative:
The products were not returned to 3m espe and the lot numbers are not known. Therefore, no further analysis on the product or retained sample could be done. This product has been assessed for biocompatibility and has been found to be safe for its intended use. As two products were involved in the adverse event, two records will be sent to FDA. This report describes the first suspect device. The second suspect device description is included in MFR report number 9611385-2014-00006.